Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was in retry mode and though to have prematurely depleted as the remaining longevity of the battery had dropped from five years to less than six months during a one year period. Additional information provided from the field indicated no programming changes were made and the patient will continue to be monitored. The pacemaker remains implanted and in service. No adverse patient effects were reported.